Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that on my upper left side the premolar/molar area has a large gap and pinched my cheek. Customer also reported that they created a subject: aligner issue cst. Customer said that they are experiencing discomfort and soreness in their upper back teeth due to aligners that are not fitting properly. They have attempted to alleviate the issue by filing down certain parts of the aligners but are still facing discomfort, including pinching in the cheek and cutting into the tongue.. No additional information was reported.